Manufacturer narrative:
The product was manufactured on (B)(6) 2015. The device history record (DHR) file was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A sample with lot number 532415364x was received for evaluation. After performing a visual inspection per procedure, the catheter was found broken. According to the investigation the most likely root cause indicates that the failure mode could occur during the manufacturing process. The feed tube was not placed correctly inside the cavity, therefore once the device passed through the sealing process, the tip was caught and cut by the blade and then missing a portion of the tube. In addition, during the packaging process the operator did not notice that the catheter had a slit at the top and was packaged into the box. The production personnel were notified about the condition. A quality alert is posted in the production to notify the personnel involved in the process about the reported condition. A new quality system was implemented in order to prevent this condition in (B)(6) of 2016. The process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the feeding tube was in two pieces when opened. One part of the tube was detached from the remainder of the tube. The product was not used on a patient.